Manufacturer narrative:
Continuation of d10: product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2021: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 24-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor regarding a patient receiving intrathecal gabalon via an implantable pump. It was reported that there was a reduction in symptom improvement. The severity classification was reported as non-serious. It was stated that due to growth, the position of the catheter tip was lowered, resulting in insufficient improvement in upper limb spasticity symptoms. The physician stated that the catheter tip position was lowered due to an increase in height, leading to insufficient improvement in upper limb spasticity symptoms. Therefore, it was decided to replace the catheter to adjust the tip position.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2026; product type catheter h6 correction: the previously applied conclusion code d12 was replaced with d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number and implant date of the pump and catheter were provided. The catheter was explanted on (B)(6) 2026. It was unknown if the replacement catheter had resolved the issue including spasticity symptoms. It was unknown if the issue including catheter tip lowered and spasticity symptoms were resolved as of (B)(6) 2026. It was further reported that there were no plans to return the device to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider via a company representative reported that the catheter was removed and replaced on the same day (B)(6) 2026. The reported events have been resolved with the replacement and there were no reports of health hazards since then.